Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 161 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 175 mg/dl and 192 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (wife was unable to read date / time): (B)(6). Memory concerns:140mg/dl, 144mg/dl, 161mg/dl. Customer has not had any recent changes in the daily activities such as diet, exercise, or medications. Customer's wife unable to read the time and date on meter. Customer tests twice a day (before breakfast and before bed).